Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the patient experienced any symptoms, the patient said "monitor did not work but sales rep got it started." When asked what the cause of the power on reset (por) message was determined, patient said "battery power very low." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. Caller reported por happened once before, a year or 2 ago, and they needed to go to their healthcare provider's office. The caller stated a sales representative came to the office and got it to work, but it took a while. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.